Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell with impact on the pectoral region and then the right ventricular (rv) lead started having increasing thresholds, increasing impedance, and noise was seen on the lead channel. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.